Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert for a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular (rv) channel. The ICD remains in service at this time and no adverse patient effects were reported.